Event description:
Surgeon was operating esu on flap of tissue supported by his finger. He received a full body shock and took a few minutes to recover. It seems his finger proved to be the fastest path to ground, although no hole was found in his glove and no burn was evident on his finger. Dr reports wearing crocs and standing on the black floor mat. There was no liquid on the floor according to his recollection.the surgery was an ivor lewis esophagectomy. It is a two part procedure with big retractors in the belly and the chest. The belly retractor is called an omni tract and the chest restactors are a chest spreader (finochietto) and a balfour. We think this occurred during the belly portion.